Event description:
Complainant alleged that during the incoming inspection of the product, the device displayed a "defibrillation deactivated" message when the device was set to defibrillation mode. The complainant indicated that there was no pt involvement in the reported malfunction.